Event description:
An elderly male presented to ed in complete heart block. Ems had been utilizing a transcutaneous pacemaker so that was continued with our equipment. The machine was showing an EKG rhythm and was delivering pacer electricity, but then seemed to stop delivering pacer functions while still showing EKG rhythm. A physician did approach the machine when it appeared to be malfunctioning and attempted to adjust the settings to no avail. CPR was initiated until another machine was brought to the room. The new machine did seem to be working better. However, when cardiology placed a transvenous pacemaker, the patient was not responding. Physician stated it was likely due to severe acidosis and poor heart function.our clinical engineers reviewed the machine and it was delivering electricity appropriately after the event.